Event description:
While assessing intubated pt, rn noted that the orogastric tube was no longer anchored. Upon opening pt's mouth, it was noted that the orogastric tube was bitten in half, utilizing tweezers, rn able to remove tube portion from pt's mouth. FDA safety report ID# (B)(4).